Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, diminished sensing and loss of capture was exhibited ventricular lead. The lead was confirmed to be displaced via chest x-ray. The lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events of lead dislodgement, loss of capture, and low sensing were not confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood and couldnt find any anomalies except for procedural damage. After tissue/blood removal, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.